Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned coronary procedure was performed by the customer and completed as planned by by deleting to free up additional storage space on the system.cphilips field service engineer (fse) inspected the system onsite and found that image disk space was low. Review of the system log file confirmed the malfunction as image disk was full and exposure was not possible. Upon troubleshooting fse observed that auto delete was enabled. To resolve this issue, fse changed the auto disk cleaning configuration and recreate image store to delete all cases. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that the image disk space was low. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.